Event description:
It was reported that a power-on-reset occurred. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the actual collected from the device and have analyzed the data. On (B)(6)2010 at 08:52:50, the device recorded a critical ram parity error por.